Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: samples were received and an investigation was performed. This is the 1st related complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Bd was able to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situation analysis (sa) is required at this time. A complaint history check was performed and this is the 1st related complaint for plunger cap damaged on lot # 1190566. Manufacturing ((B)(4)) will be notified of the observed issue. A review of the device history record was completed for batch# 1190566. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification [200964721] noted that did not pertain to the complaint. Based on the samples and/or photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (plunger cap damaged) (B)(6) 2021, (B)(4) received a photo complaint from material #324909 and lot #1190566; syringe 0.3ml 31ga x 6mm initial evaluation: examination of the photo indicates that the plunger head was not attached to the end of plunger. The end circular piece (plunger head) was present in the photo. In addition, there was damage to the cap that may affect the sterility barrier. Manufacturing evaluation: a review of the syringe assembly line where the syringe in question was produced was completed. Process summary: the automatic syringe assembly machine, which feeds 0.3ml syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components into a syringe. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. Device history record; l2l and logbook evaluation: the device history (DHR) for batch 1190566 was reviewed. The syringes were assembled from (B)(6) 2021. During the manufacturing process, the following inspections are completed on regular intervals: visual inspection every hour: missing components including plunger rod visual inspection every hour: damage defective components including plunger rod if a defect is found during an inspection a quality notification is initiated. No notifications were created for this defect. DHR, l2l dispatches, logbook entries were looked at, nothing was found pertaining to this defect. Root cause for this defect cannot be determined. Root cause: root cause cannot be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd 0.3ml 31ga syringe experienced product damage while still considered operable, and sterility issues. The following information was provided by the initial reporter: the customer reported "plunger rod loose" and "plunger rod separates" issues for 0.3ml syringes from lot# 1190566. During investigation of the sample received an additional issue, "plunger cap damaged" was observed.